Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth. There was a skin revision under a general anaesthetic on (B)(6) 2019. The implant remains in-situ.